Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1506805) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined; however, incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. MFR report #: 3004939290-2016-00113 initial medwatch report was originally submitted on 04/22/2016; however, acknowledgements number 2 and 3 were not received, therefore, the report is being re-submitted.

Event description:
It was reported while attempting to deploy the sealant, the mynxgrip device would not shuttle down. The device was being used with a 6f procedural sheath for arterial closure following a peripheral procedure. The shuttle would not go down in the sheath despite multiple attempts. The balloon was deflated, the device and the procedural sheath were removed and manual compression was performed for 30 minutes or less to achieve hemostasis. It is unknown if there were any visible kinks in the sheath after removal. It is unknown if there were prior catheterization or scar tissue on the puncture site. The patient outcome was described as fine. Hospitalization was not prolonged as a result of the event. No further information is available.